Event description:
It was reported that the device would not turn during attempted suture placement in the common femoral artery using the preclose technique prior to an atrial septal disorder interventional procedure. The arteriotomy was 6f and the vessel was moderately tortuous. A second proglide device was used for successful suture placement prior to the interventional procedure. The atrial septal disorder interventional procedure was completed. Hemostasis was achieved with pre-placed sutures of the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. However, based on the investigation findings, a posterior cuff miss occurred. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.